Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic with non-functioning lead. Device interrogation revealed loss of capture on the lv lead. The lead was scheduled for replacement. On the day of the replacement, the lv lead was properly working. The procedure was cancelled.